Manufacturer narrative:
Device 2 of 2 e1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024 , it was reported that the patient leaking from under the adhesive patch, patient checked site and found no bends or anything that could be causing the leak. The infusion set has been in use for two days. The issue got resolved by replacing the infusion set and resumed insulin successfully. No further information available.